Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No additional causes were identified. Reprogramming was tried, but in the end, the existing pro gramming was the best. The issue was resolved, as the patient accepts the current situation and no further action is planned at this moment.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had two leads placed subcutaneously and was experiencing limitations when trying to increase the amplitude. Program a was used as originally configured. Program b has now been activated in the hope of allowing for higher stimulation. (An extra ¿¿¿ was added and the pulse width was broadened, as was advised to them by phone.) Unfortunately, with group b they were also immediately encountering limitations when trying to increase the amplitude. The hcp asked for advice on the matter. It was noticed in the provided session report that contact 1 shows high impedance values (>40,000 ohms) and it was labeled as do not use; "device under programmed intensity (oor)" was also seen in the session report. Technical services noted that it is fairly expected that the battery limits are being reached in group b. The high amplitude of 11 ma in program 1 likely causes oor (out of regulation) to be triggered. To potentially increase the available stimulation range, it was suggested that they could try increasing the pulse width to 450 s for both programs in group a. It was noted that it may also help to try creating a (double) guarded configuration such as (+)(-)(+) or (+)(-)(-)(+). Additionally, it was suggested to avoid leaving inactive contact points between active ones ¿ for example, instead of programming contact 5 (-) and 7(+), try 6 (-) and 7(+), if possible. The rep responded to the hcp that it's annoying that it doesn't work to stimulate higher. When adding electrodes, the most "economical" configurations are guarded (+-+) or double guarded ( +--+ ). Especially when electrodes are far apart (as with this patient) you reach the limits faster. The rep proposed to meet to look at this case on october 3rd. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the issues first started on (B)(6) 2025. The cause was amplitude was too high. Action taken was reprogramming and now a clinic visit on (B)(6) 2025. Issue was not resolved.